Event description:
Explanted generator was received by product analysis. Product analysis has not been completed to date. Further information was received from the physician that pin re-insertion was not attempted during surgery and that the lead was not replaced as impedance was ok after generator replacement.

Event description:
Patient underwent generator replacement. The implant card received for the patient indicated that the generator was replaced due to high impedance and prophylactic. The explanted generator has not been received by product analysis to date. No other relevant information has been received to date.

Event description:
Generator product analysis was completed. The product analysis lab confirmed that the generator was at normal ifi=no condition. There were no performance of any other type of adverse events found with the pulse generator.

Event description:
Patient was referred for full revision (replacement of the lead and generator) due to low battery and high lead impedance. No known surgical intervention has occurred to date. No other relevant information has been received to date.